Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 21, 2023. The investigation of the impacted product was completed by the failure analysis lab on march 8, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the siltex round mod. Profile gel 325cc breast implant has two (2) tears (tear a and tear b). Tear a was found on the posterior view, and tear b on the anterior view, measuring approximately 6 cm and 1 cm, respectively. In addition, siltex cracking was observed at the edges of tear a. A microscopic examination was performed, and the cause of tear b could not be identified. Additionally, no instrument damage was observed at the edges of tear a. Although no conclusion could be reached on the cause of tear b, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The evaluation determined that the possible cause of tear a is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female who underwent breast augmentation revision with siltex cp lumer mod gel 325cc mentor implant experienced bilateral baker grade iii/IV capsular contracture and bilateral gel bleed post procedure. The gel bleed was demonstrated through mammography. The surgeon suspects possible rupture; however, this rupture was not confirmed. Explant is scheduled for (B)(6) 2023. See 1645337-2023-01006 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/gel bleed future explant date: (B)(6), 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).